Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic inguinal hernia repair procedure. The absorbable tacking device was being used for tacking the mesh. When firing, the tacks were not penetrating all the way through. Therefore, unable to hold the mesh or peritoneum. There was no patient injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted the tube shaft was bent. The device was received fully fired. Functionally, the handle was unable to be actuated. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of these conditions may occur if the instrument is applied with excessive force or side load, causing excess torque on the rotating helices and tube shaft which can cause poor tack penetration. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair procedure. The absorbable tacking device was being used for tacking the mesh. When firing, the tacks were not penetrating all the way through. Therefore, unable to hold the mesh or peritoneum. In order to resolve the issue and complete the case, used another type of tacking device. There was no patient harm. There was no patient injury.